Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold gn 10-1-21information was received via a manufacturer's representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that stimulation was in the chronic pain areas, hips and low back, however, patient reported zero pain relief. It was reported that reprogramming by the manufacturer's representative took place on (B)(6) 2018. It was unknown in the issue was resolved at this time. It was reported that the ins wasn't giving the patient pain relief as of (B)(6) 2019. The representative remapped the patient's paresthesia and it gave the patient new programs to use. The issue was noted as being resolved. The patient is not getting relief from their spinal cord stimulator (scs) due to patient compliance as of (B)(6) 2019. The rep gave the patient two new programs to try and also requested that they use their stimulator more as the usage report showed 1% of usage over the last 30 days. The rep reprogrammed and provided more patient education on using the device. The issue was resolved and the patient was noted to be alive with no injury. (B)(6) 2021 siebel 1010704105970001 (con): the patient reported that the spinal cord stimulation system was removed because the pain never went away. The patient was not sure if the procedure to remove the system took place in (B)(6) 2019.